Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that after inserting the transray plus 35cc ((B)(6)) in the cardiac catheterization lab and connecting it to the cardiosave, pumping was initiated. Blood backflow was observed in the extracorporeal tubing, causing the pump to stop, and no alarm was triggered. An attempt was made to remove the intra aortic balloon (iab) by retracting it however, resistance was noted at the sheath tip, leading to removal of the sheath. A second (B)(6) was inserted, and iabp therapy was started. The replacement device appeared to be ruptured upon initial use, prompting a request for analysis. The device was supplied with an 8fr 10cm sheath manufactured externally by terumo, which was returned along with the iab. Mild aortic calcification was present, with no noted tortuosity. Two iabs were used during the procedure, and a sample is requested. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The product was returned with the membrane completely unfolded blood was observed on the exterior and interior of the iab catheter tubing between the catheter and non maquet sheath the non maquet sheath was returned covering the membrane and a part of the catheter tubing portion of the device a split tear was observed on the returned sheath and it could not be shifted down from the membrane one kink was observed on the catheter tubing approximately 729cm from the iab tip additionally one kink was observed on the inner lumen approximately 96cm from the iab tip the extender tubing was also returned the inner lumen was found to be occluded the occlusion was unable to be cleared. An underwater leak test of a portion of the balloon catheter extracorporeal tubing y fitting extender tubing the non maquet sheath and the sheath port along with the threeway stopcock was performed and no leaks were detected. A full leak test was unable to be performed due to the return condition of the device. The evaluation confirmed the reported issue of iab leak as blood was found inside the balloon however due to the devices condition upon return a complete leak test could not be performed making it impossible to determine the exact location of the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. After insertion of the trp3546 in the cardiac catheterization lab, the device was connected to a cardiosave and pumping began. Blood backflow appeared in the extracorporeal tubing, which caused pumping to stop without triggering an alarm. Attempts to retract and remove the iab met resistance at the sheath tip, leading to removal of the sheath instead. A second trp3546 was inserted and pumping was initiated, but it appeared ruptured from the start. Both the iab and the accompanying 8fr to 10cm terumo sheath were returned for analysis. The patient¿s aortic calcification was mild and non-tortuous. A sample was requested due to the use of two iabs.the product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The non maquet sheath was returned covering the membrane and a part of the catheter tubing portion of the device. A split or tear was observed on the returned sheath, and it could not be shifted down from the membrane. The extender tubing and pressure tubing were also returned.an underwater leak test of a portion of the balloon, catheter, extracorporeal tubing, y fitting, extender tubing, pressure tubing and sheath port three-way stopcock was performed, and no leaks were detected.a full leak test was unable to be performed due to the return condition of the device. The evaluation confirmed the reported issue of iab leak, as blood was found inside the balloon. However, due to the device¿s condition upon return, a complete leak test could not be performed, making it impossible to determine the exact location of the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
None.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Event description:
N/a.